Event description:
Edwards received notification from a field clinical specialist that a patient underwent right side transfemoral tavr with a 23mm s3ur valve. As reported, as the 23mm s3ur thv was advancing through the esheath+, the physicians experienced some resistance in the expandable portion, so they retracted the esheath+ slightly and tried readvancing. They eventually got the thv to advance. The thv was successfully implanted but patient became hypotensive due to left ventricular (lv) perforation that occurred with the safari wire. The lv perf was pointed out by the physician as the thv was being deployed. The patient was converted to open heart surgery. The surgeons were able to repair the tear. The patient was stable and on pump. However, the patient later expired.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device , engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. The complaint of difficulty advancing delivery system through sheath was confirme d empirically. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure however, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.